Event description:
It was reported that the customer experienced high blood glucose levels. Customer reports pump is not delivering insulin as expected. Pump passed delivery system check.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.